Event description:
Registered nurse (rn) noticed medication leaking under computerized ambulatory delivery device (cadd) pump, from the bottom of the tubing cassette and on the floor. Pump volume to be infused (vtbi) was not matching amount left in medication bag. Pump and tubing sequestered and sent to biomed. A new cadd pump was set up and new infusion started. Approximately 2 hours later the patient reported he was still in pain. The cadd screen showed the patient was receiving the medication. The physician was notified and discontinued the infusion order. When the rns were aspirating medication from the tubing to waste, they found medication in the cassette area. Upon inspection it looked as if the tubing was punctured by the clip of the cassette.